Manufacturer narrative:
The analysis on the motion control box was completed by medtronic personnel. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment on 17 march 2017. The representative reported that the rotor for the gantry door was causing a jam. The representative then returned to the site on 20 march 2017. The reported issue was resolved by replacing the door winch and motion controller as well as adjusting the dingus assemblies. The imaging system then passed the system checkout and was found to be fully functional. The suspect motion controller and winch assembly have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the gantry door of the imaging system would not open. When manually opening the door, the site observed a cocking motion with the gantry. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. No additional information was provided. There was no impact on patient outcome.

Manufacturer narrative:
Patient information provided. A medtronic representative reported that they were attempting to take a spin prior to navigation. The dr. Continued working on the patient while the imaging system was being opened so they reported only a 5 minute delay to the case. They continued the case using an alternate imaging system. The hardware investigation of the returned door winch found that the reported event was related to a mechanical issue. The component did not pass the bench test. The tester installed the winch motor on a test cart. The motor showed sub-optimal function. The reported event was confirmed. The motion control box was also returned for evaluation and is currently under analysis.